Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. Sensing and impedance were within range; although, there was an acute decrease in pacing impedance measurements. Outputs were increased to 6.0v @ 0.4ms. The lead was subsequently repositioned due to dislodgement. Appropriate pacing and sensing were confirmed following the revision procedure. The patient had a good underlying rhythm and there was no evidence or suggestion of asystole or severe bradycardia. The lead remains in service and no additional adverse patient effects were reported.